Event description:
I updated my tandem t: slim x2 insulin pump, as directed by the manufacturer to respond to a "rare" malfunction. The notice I received from tandem indicated that the issue was caused by "faulty software." It also said that the problem to be concerned about was a bolus given during the warmup period of a new sensor. One day after I updated to the new software, the pump malfunctioned (for the first time with this malfunction). I was required to call customer service to have it fixed. I called the manufacturer and the representative asked me to return the pump but helped me restart it for now. When I asked about the replacement pump potentially having the same problem, I learned that the issue is with the pump itself (determined by its manufacture date), not with the software. I now see online that there is a different issue that is not so rare, with over 700 adverse events as of several months ago. I am very concerned that the notices I have received did not alert me to this potential issue or accurately represent the known risk to my particular pump. It is disconcerting that the company is allowing individuals to use pumps that they know are faulty. Had I been asleep, I would undoubtedly have developed hyperglycemia over night. Also, with the pump algorithm not accounting for my insulin on board after I restarted it, it tried to give me a bolus that I fortunately caught and prevented. Otherwise, I would have ended up with hypoglycemia. It seems to me that the manufacturer should have recalled the faulty pumps rather than risk additional harm. At the least, it should be sending accurate information about the problem. If in fact it has been sending me notices about two different issues, it should also make that clear.